Manufacturer narrative:
Rationale for no further investigation: the complaint is associated with a hotspot. The hotspot is not a medical device intended to treat, cure, prevent, mitigate, diagnose disease per section 201(h). The hotspot is a cots (commercial of the shelf) purchased cell phone that contains a zoll software application that enables the periodic transfer of the lifevest monitor¿s stored device and patient data to zoll¿s internal network. The periodic transfer of data does not alter the data nor is associated with active patient monitoring. The data transfer software application is not associated with the intended use of the lifevest defibrillator per the IFU. Per FDA¿s final guidance on mdds (medical device data systems): https://www.FDA.gov/regulatory-information/search-FDA-guidance-documents/medical-device-data-systems-medical-image-storage-devices-and-medical-image-communications-devices pursuant to section 520(o)(1)(d) of the fd&c act, software functions that are solely intended to transfer, store, convert formats, and display medical device data or medical imaging data, unless the software function is intended to interpret or analyze clinical laboratory test or other device data, results, and findings, are not devices and are not subject to FDA laws and regulations applicable to devices. As such, a non-functional hotspot, that does not enable the zoll software application to transfer data, does not pose any risk to patient safety. The stored data can be retrieved by zoll when the defibrillator device is returned to zoll for refurbishment. Releasing hotspot from complaint and closing complaint.

Event description:
The patient was inappropriately treated 2 times by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient was driving a motorcycle at the time of the event. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest. No deficiencies were alleged against the device.